Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had intolerance of myopic outcome of vivity. The iol was exchanged for monofocal lens model 1 month and 26 days after the initial implant procedure. Clinical reason for explant was reported as intolerance of myopic outcome of vivity. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).